Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Information received additional information received clarified mechanical failure refers to poor quality vision. A new lens was implanted and the patient had no problems post-op. No additional intervention was performed. As a result the following fields have been updated: patient code: 2138 has been added to capture poor quality vision. Corrected data: device code: in the initial report device code 3191 for mechanical complication was provided, based on the new information this code is now updated to 2993. Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 intraocular lens was implanted on (B)(6) 2018 into the patient¿s right eye and explanted on (B)(6) 2018 due to mechanical failure. At explant there was a new incision made, but no vitrectomy or sutures required. The lens was removed in two pieces. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 2/14/2019. Device returned to manufacturer: yes. Additional results code: 114. Device evaluation: on february 14, 2019 the return sample was received in a zip lock bag. Visual inspection with shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.